Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. Troubleshooting was performed. Ran a high pressure test and passed. It was stated that the customer changed the infusion set, and in the evening the customer's glucose level was high and the ambulance was called. Reviewed the alarm history and found no delivery alarms. The caller stated that these alarms were received earlier. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.